Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: cables.specific component(s) involved: driveline malfunction.additional text: unknown.causative or contributing factor: no specific contributing cause identified.intervention(s): unknown.implant device type: lvad.